Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the black box data and alarm history revealed that the black box data was overwritten. The original complaint could not be confirmed or duplicated during investigation. The current black box data showed no evidence of cs 064 error. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. There were no other defects found related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred during a prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.